Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the "timing issue". The stm checked if the iabp was timing correctly as the complaint received was vague. The stm performed full functional and safety test, all test passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented timing issues. There was no patient harm and no adverse event was reported.